Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that user was unable to hear any alarms. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: analysis was performed onsite service personnel which included guiding the customer on how to diagnose and correct the issue. The cannon db25 audio connector was not firmly seated. The issue was resolved by firmly seating the audio connector. The device remains in use.